Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as peritonitis diagnosis, the patient was treated with injection vancomycin (2gm, every 5th day, intraperitoneal, ongoing) and injection ceftazidime (1gm daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that on an unknown date, antibiotic therapy was discontinued. It was reported that three (3) days after diagnosis, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.